Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mid left circumflex artery. The lesion was predilated and a 2.50x12mm promus element ¿ stent was deployed however it was noted that there was a foreshortening on the proximal side of the recently implanted stent. The procedure was completed by implantation of another 2.50x12mm promus element ¿ stent on the proximal part. No patient complications were reported and the patient's status was stable. The patient was discharged.